Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the case, it was a challenge to thread the impactor onto the cup. Sales representative checked device after procedure and when doing so, the impactor and a 60mm emphasys trial cup became stuck together.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that after case, rep was making sure the impactor as well as cup were in good working order as the real cup. During the case it was a challenge to thread on cup. When doing so, the impactor and a 60mm emphasys trial cup are now stuck together. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection reveled that the mto kin v1 emsys off cup imp was returned assembled to an emsys trl shl m 60. It was not possible to verify the distal part device condition. Additionally the impactor driver was not returned for evaluation. The device shows signs of repetitive use. A functional evaluation was performed by trying to dissemble the mating device with excessive forces, however devices were unable to be disassembled, confirming the reported condition. It is suspected that the threads of the mating device were stripped. This type of damage suggest that the mating device threads became stripped due to its exposure to unintended and excessive forces such as, but not limited to, overtightening the threaded tip and impaction forces. However since they could not be disassembled, this cannot be conclusively substantiated. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the mto kin v1 emsys off cup imp would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.